Event description:
It was reported that the patient complained of palpitations and fluttering in the chest. It was found during device follow up that the right atrial (ra) lead showed high threshold. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.